Manufacturer narrative:
According to citadel plus instructions for use (IFU, 831.374 rev. 11): ¿to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed.¿ IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to use of excessive force focused on the side railing. The bed frame was damaged, therefore the arjo device did not meet specifications. The bed was not in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
Arjo became aware of the event involving citadel plus bed frame. We were informed that the right side rail was broken and unable to lift. The arjo representative inspected the bed and found that the lower arm (a part of the side rail assembly) was detached. Moreover the side rail was bent. It was confirmed by the photographic evidence provided. The bed was swapped out. The customer staff did not inform how the side rail was damaged. There was no allegation that the bed was in use by a patient when the issue occurred. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.